Event description:
It was reported by service report that the siderail panels were broken. It was further reported the footboard panels were also broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: broken siderail panels and broken footboard panels.